Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor broke when the customer attempted inserting it. It was discovered that the sensor was expired. The customer looked at all of the boxes that they had and all of them were expired. The customer stated that it took them a long time to start using the sensors because they had a hard time getting the sensors to work. The customer's blood glucose was 202 mg/dl. Nothing further was reported.